Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2002; 4965 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that the device experienced an unexpected elective replacement indicator (eri). A device change will be scheduled for sometime in the next three months following eri. No patient complications have been reported as a result of this event.